Event description:
It was reported that an alarm due to a ¿reset occurred-low battery¿ message. The pump was last refill on (B)(6) 2013. Since (B)(6), the patient had increased pain. The patient had was on bed rest and was taking oral medication for pain. The pump was read on the day of the report. All of the resets in the logs were from the day of the report, so the date of the first reset was unknown. It was noted that the patient did not hear the alarm and did not hear the alarm while in the healthcare provider¿s (hcp) office. However, the pump was updated more than once and had not reset again. An alarm test was done and the patient could hear the alarms just fine. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).